Event description:
During a review of social media posts, it was documented that a social worker at a fresenius hemodialysis (hd) clinic made a post acknowledging the work of colleagues during a patient emergency (unspecified). The patient required cardiopulmonary resuscitation. The post stated the staff moved to ensure the situation was managed effectively and efficiently, attempts were made to obtain additional information pertaining to the patient¿s adverse event. The clinic refused to provide any information pertaining to the adverse event. The clinic did provide the device evaluation following patient event form 46912 which documented that the event occurred on 09/jan/2024. The treatment utilized a 2008t hemodialysis machine. The machine was sequestered. The machine passed the self-test prior to treatment and the machine passed all evaluation checks post adverse event. No further information was provided.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between hemodialysis treatment utilizing the 2008t hemodialysis machine and the unknown patient event requiring cardiopulmonary resuscitation. However, there is no documentation in the complaint file to show a causal relationship between use of the machine and the adverse event. Additionally, there is no allegation that the machine caused the patient¿s adverse event during treatment. The machine was evaluated and passed all checks. There is no information provided surrounding the adverse event as the clinic refused to provide any additional information. Hemodialysis patients are one of the highest risk groups for cardiac arrest occurring outside of the hospital. Cardiac arrests occur 20 times more frequently compared with the general population and accounts for >25% of all deaths. Patients with chronic kidney disease exhibit an elevated cardiovascular risk which exhibits as coronary artery disease, heart failure, and arrhythmias. Cardiovascular disease, and not end stage renal disease, is the leading cause of death in this high-risk population. Based on the available information and no evidence of a machine malfunction, the 2008t hemodialysis machine can be excluded as the cause of the patient¿s adverse event.

Event description:
During a review of social media posts, it was documented that a social worker at a fresenius hemodialysis (hd) clinic made a post acknowledging the work of colleagues during a patient emergency (unspecified). The patient required cardiopulmonary resuscitation. The post stated the staff moved to ensure the situation was managed effectively and efficiently, attempts were made to obtain additional information pertaining to the patient¿s adverse event. The clinic refused to provide any information pertaining to the adverse event. The clinic did provide the device evaluation following patient event form (B)(6) which documented that the event occurred on (B)(6) 2024. The treatment utilized a 2008t hemodialysis machine. The machine was sequestered. The machine passed the self-test prior to treatment and the machine passed all evaluation checks post adverse event. No further information was provided.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Complaint investigation did not find objective evidence indicating a product problem, thus the complaint is unconfirmed. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.